Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.10d. The pump was received with all its features working properly. No anomalies noted during testing. Unit p-cap / reservoir locked properly in place and the pump passed the displacement test.